Manufacturer narrative:
The following other devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-601; lot# wtmt; tri ts baseplate size 6; cat# 5521-b-600; lot# zbof; tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# n3h07b; triathlon asymmetric x3 patella; cat# 5551-g-350; lot# 758y. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
Left knee components explanted due to infection.